Event description:
It was reported via phone call that the customer received an unexpected restart alarm on the insulin pump. Customer occasionally loses all of their settings when they change the battery. Caller confirmed that the customer was not hospitalized for a diabetic issue. Customer had an unexpected restart alarm in the middle of the night. Caller stated that the customer also had a button error alarm and several no delivery alarms in the alarm history. The unexpected restart occurred shortly after inserting a new battery. Pump was not stored or not in use for an extended period of time. Caller was advised that the pump will need to be replaced due to the button error. Caller was also advised that customer should discontinue use of the device and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2015-13746.

Manufacturer narrative:
No unexpected alarms, button error alarms, excessive no delivery alarms and loss of settings anomalies noted during testing. The insulin pump passed self-test, displacement test, prime test, basic occlusion test and excessive no delivery test. The insulin pump alarmed unexpected restart during battery change due to faulty connector. The insulin pump had an intermittent button response on the esc button due to moisture damage on keypad traces noted. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.